Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, the device involved in the incident was not returned. The cause of reported leak is unknown.

Event description:
Distributor reported customer information received of leaking from drip chamber air vent. No other event or clinical information provided. There was no report of medical intervention required.